Event description:
It was reported that the insulin gauge on the pump displayed a different amount than the customer expected, with the discrepancy being greater than 30 units. The actual fill estimate displayed on the pump was 55 units, but the customer expected 180 units. There was no adverse impact to the customer¿s blood glucose level. The customer decided to continue using the current cartridge.